Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye identified a separation between the dark blue female connector and the light blue main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to an inadequate solvent application between the female connector, insert chip, and main body of the twist clamp during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue connector) separated from the light blue main body of a minicap extended life pd transfer set. The event was further described as ¿the dark blue connector came apart from the light blue main body¿. This issue occurred when disconnecting from the peritoneal dialysis (pd) therapy. The patient was instructed to clamp off the transfer set, cut the cycler tubing, and place a sterile gauze on the end. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.